Event description:
A report was received that the patient underwent an unknown procedure wherein the ipg was returned for an unknown reason. No further information could be obtained.

Manufacturer narrative:
(B)(4) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient underwent an unknown procedure wherein the ipg was returned for an unknown reason. No further information could be obtained.